Manufacturer narrative:
Type of reportable event: the initial report inadvertently had "malfunction" selected for the type of reportable event.

Event description:
The physician's office reported that the patient passed away in 2014 due to an unknown reason. No additional information is known. No obituary was able to be located, and a death certificate is unable to be obtained per state policy. Attempts for additional information have been unsuccessful to date.